Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no alert/notification occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: - additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.